Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that provisional fractured.

Manufacturer narrative:
Visual inspection of the device confirms that the device was fractured into two pieces and that all of the pieces were returned. The fracture occurs along the lateral and anterior corner of the device. The device was manufactured on july 20, 2014 and was in the field for approximately 21 months and was used an unknown number of times. Therefore the device was conforming when leaving zimmer biomet control. The device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional construct for all persona users on file at the time of the field notice. Due to the lack of time in the field and no other information known about the service of the device, a root cause cannot be determined at this time.